Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was noted to be depleting quickly. The pump battery depleted from 80% to 20% within one day. Customer reported blood glucose (bg) level was impacted (250 mg/dl) with slight ketones. A correction bolus via the pump was delivered to address bg level. It was indicated that the customer would continue to use the pump until the replacement pump was received.

Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.